Manufacturer narrative:
(B)(4).

Event description:
Patient's dad contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from the sensor pod after attempted sensor wire deployment, the sensor wire detached from the sensor pod and remained in the patient's skin. The attempted sensor wire insertion was at the buttocks. No additional event or patient information is available.